Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker-dependent patient presented in-clinic for a routine evaluation, an alert for capacitor charge time limit reached was observed. The alert was repeated during capacitor maintenance. The device was explanted and replaced due to the advisor

Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation. The root cause of the extended charge time was due to elevated leakage current resulting from elevated halide levels.